Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was initially reported by the customer that the device's ac mains light was inoperative; however, it was indicated that the device would operate properly both, ac and battery power. There was no pt use associated with the reported failure. Upon initial evaluation by physio-control, it was observed that the device's battery charge function was in fact not functioning.